Manufacturer narrative:
(B)(6).

Event description:
It was reported that removal difficulties were encountered. The 100% stenosed target lesion was located in the non-tortuous and non-calcified mid left anterior descending artery. Intravascular ultrasound (ivus) was performed. Predilatation was performed with a 2.5x20 balloon catheter. A 3.00 x 48mm synergy xd drug-eluting stent was advanced and deployed into the lesion. A 6.0x20 nc emerge balloon catheter was advanced and was attempted to post-dilate the stent. The balloon was inflated in the distal stent segment first; however, the balloon was caught on the stent struts and was difficult to pull back. Subsequently, it was noticed that the stent was stretched the procedure was completed and the stent is still inside patient body. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that removal difficulties were encountered. The 100% stenosed target lesion was located in the non-tortuous and non-calcified mid left anterior descending artery. Intravascular ultrasound (ivus) was performed. Predilatation was performed with a 2.5x20 balloon catheter. A 3.00 x 48mm synergy xd drug-eluting stent was advanced and deployed into the lesion. A 6.0x20 nc emerge balloon catheter was advanced and was attempted to post-dilate the stent. The balloon was inflated in the distal stent segment first; however, the balloon was caught on the stent struts and was difficult to pull back. Subsequently, it was noticed that the stent was stretched the procedure was completed and the stent is still inside patient body. There were no patient complications reported.